Event description:
It was reported that the patient wanted their device removed because it had not worked nor helped them. The patient felt the battery in their back was pressing on bulging disc. It was noted that the patient did not have their device on for over a year and had not been charging and therefore the battery depleted. The patient had pain at the device pocket. The patient had not been seen since (B)(6) 2014 but was scheduled for a meeting with the manufacturer representative on (B)(6) 2015 to try recharging and help them. The patient and the representative didn¿t meet but had communicated over the phone only. No outcomes or interventions were reported regarding this event. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).